Event description:
It was reported that no capture issue was observed on the lv lead. Patient had symptoms of heart failure. Programming changes were made lv lead capture was able to be restored. Patient will be followed up. No further information available.